Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 2.5x48mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. The lesion contained greater than 45 and less than 90 degree bend. A 2.50 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and stent damage was noted after removal. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.